Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope the legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope had a blocked air channel. The issue was found during reprocessing for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer reported the device was cleaned and disinfected before sent to olympus. It was unknown what the foreign material was. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. Wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges occurred. The air/water nozzle /channel was flushed with the detergent solution. There were no concerns with reprocessing. The device was inspected before use according to the instructions for use. The device was returned to olympus for evaluation and the evaluation found black foreign material in the nozzle, insertion tube was dented, light guide lens had peeling on cement, customer barcode on the scope connector adhesive had dried out and device angulation was low. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.